Event description:
It was observed that during the device evaluation, the ultrasound videoscope exhibited damage in the adhesive around of the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified following completion of the investigation. The most probable cause of the malfunction is an expected or random component failure, and there is no evidence to suggest a design or manufacturing-related issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.